Event description:
During a follow-up, recorded episodes of p-wave counting were noted. The physician elected to cap the pace/sense portion of the lead. The defib portion remains active in the patient.

Manufacturer narrative:
Na